Event description:
It was reported that the patient's battery died with a year of implant. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the generator. The pulse generator diagnostics were as expected for the programmed parameters and showed intensified follow-up indicator (ifi) = yes. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications.there were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The generator was replaced. The explanted generator has not been received for analysis to date. No further relevant information has been received to date.

Event description:
The generator was received but product analysis has not been completed to date.